Manufacturer narrative:
The device subject of the reported event is not available to be returned for evaluation. Without the return of the device, a root cause cannot be determined. No additional issues have been reported.

Manufacturer narrative:
Steris has requested the device subject of the reported event be returned for evaluation. Investigation of this event is currently in process and a follow-up MDR will be submitted when additional information becomes available.

Event description:
The user facility reported that the water jet connector of their pentax valve kit was spraying water when in use and was also dripping water when not in use. No report of injury or procedure delay.